Event description:
Per the info provided co through means of a letter provided by the pt's representative, it stated..." 4/25/95, replace surgical stitches in penis and scrotum when prosthesis came through stitches".